Manufacturer narrative:
Correct data: product ID 3708360 serial# (B)(4). Implanted: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3708360 serial# (B)(4). Implanted: (B)(6) 2004. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the cause was thought to be sensitivity around the implant site. There was no issues with efficacy of the device and pain relief from it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708360, serial/lot #: (B)(4), ubd: 06-nov-2018, UDI#: (B)(4). Conclusion code belongs to the extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced discomfort around the ins site after implant. The event resulted in an unscheduled clinic or office visit. The patient as examined. There were no signs of infections but there was fibrous area that could be scar tissue or the wire/lead may have came forward from being coiled behind the device. It was further stated that the extension migrated. Versatis lidocaine patch was administered on the skin over the ins on (B)(6) 2019. The device was not explanted. The event was related to the device or therapy, specifically to the extension, and possibly related to the implant procedure and scar tissue. Further stated that the cause could be due to the implant procedure and has just not settled down yet. The cause in general and of the fibrous area was unknown. The outcome was reported as ongoing. The patient was to come back in a few months for further review. Additional actions/interventions may be needed if the event has not settled down by the next appointment. No further complications were reported or anticipated.